Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The philips field service engineer (fse) evaluated the device. The reported condition was verified. The fse performed touchscreen calibration. The touchscreen was intermittently working. The fse replaced the touchscreen assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator touchscreen is not working. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 16jul2019, date rec¿d by MFR :21may2019. The touch screen was received for evaluation. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touch screen was installed into a test ventilator in attempt to duplicate the alleged issue. After investigation, the customer complaint could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.